Manufacturer narrative:
There were no errors, alarms or warnings related to the complaint observed in the black box history. During testing, the pump performed the ezprime steps with no motor issues occurring. The cartridge piston fully retracted during the rewind step. The pump was exercised for 24 hours on a 1 unit/hour basal rate with no motor issues occurring. The reported ¿cartridge piston not retracting¿ issue was not duplicated during investigation. Unrelated to the complaint, the display was found to be dim, faded, and discolored. (B)(4).

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. The piston rod reportedly was not retracting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.